Event description:
A physician attempted an arteriotomy closure using the closer s device after an unknown procedure. The closer s broke inside the pt and a surgeon removed the device. Hemostasis was achieved in surgery. The pt is reportedly doing fine.

Manufacturer narrative:
The device was received. Investigation is not complete.